Event description:
Endurant and endurant ii stent graft systems were implanted for the endovascular treatment of abdominal aortic aneurysms on unknown dates. The following adverse events were reported reintervention, femoral pseudoaneurysm, partial renal occlusion, limbs occlusion, rtbad and limb stenosis. The cause of the adverse events are undetermined.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; comparison of outcomes following evar based on aneurysm diameter and volume and their postoperative variations montelione et al, ann vasc surg volume 74, p183-193, july 01, 2021 https://doi.org/10.1016/j.avsg.2020.12.048. Exact date of implant unknown. The mortality rates were 7.2% however there was no information to suggest any of the endurant device failures caused or contributed to the deaths. There was no information to suggest any endurant device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR or vigilance unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.